Manufacturer narrative:
(B)(4). Verified the customer complaint that the unit display was missing segments. Isolated problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing.

Event description:
The customer reported that the n65 monitor is missing segments in the lower portion of the pulse rate display. The patient was not harmed or injured as a result of the event.